Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital with high blood glucose (bg) values that reached 697 mg/dl. For treatment, the patient was put on a intravenous (IV) insulin drip, given magnesium and diagnostic tests were conducted. The pod was worn on the leg and was removed at the hospital. The pod was discarded. The patient was discharged after 3 days. No further details to report.